Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the burr became stuck in the lesion. Vascular access was obtained through the femoral artery. The target lesion was located in a moderately calcified left anterior descending (lad) artery. A 1.25mm rotalink¿ plus was selected for use. During procedure after ablation was performed, it was noted that the burr became stuck and was difficult to remove. The procedure was completed with this device. No further patient complications were reported. The patient's status was stable.